Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient underwent revision surgery (date not reported) due to skin overgrowth around the fixture along with drainage. The implanted device remains.